Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, a clinical sales representative (csr) called to report unexpected movement of universal surgical manipulator (usm) 4. The issue occurred when users changed instruments on usm 4 from the vessel sealer extend to the synchroseal instrument. At first attempt to install the synchroseal, the users experienced resistance on insertion axis and the instrument would not go all the way through cannula. When the users uninstalled the instrument, usm 4 suddenly moved without being pushed/pulled or manipulated in any other way. After reinstalling the synchroseal on usm 4, there were no issues noted and the surgery resumed. There were no relevant errors in the logs. The technical support engineer (tse) and caller agreed that the tse would investigate further and inform the caller afterwards. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed system diagnostics, which showed zero error logs or faults present. The robot had remained in continuous clinical use since the case was initially opened with zero recurring issues reported. Based on system state and lack of technical anomalies, the reported unexpected movement was most likely caused by user interaction/operational actions. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.